Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarm was confirmed via the log file; however, the reported event of not seeing the pump power led was not confirmed. The log file spanned approximately 16 hours ((B)(6) 2021 from 05:57 to 22:00, and (B)(6) 2021 per the timestamp). Power cable disconnect alarm intermittently activated between (B)(6) 2021 from 13:08 to 21:37 due to invalid rsoc fault on the power cables not associated with a power source exchange. The controller also alarmed low voltage advisory alarm on (B)(6) 2021 from 17:31 to 21:37 due to fluctuating rsoc voltage on the power cables. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The controller was briefly connected to a power source on (B)(6) 2021 at 13:42 without connecting to a driveline. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 09jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient performed a controller exchange after a consistent beeping heard and they did not see the green light indicating that the pump was on. Log file submitted contain some odd power cable disconnects, low battery hazards, and low voltage advisories while the patient was on battery power on (B)(6) 2021. The unusual alarms appear to start at ~1:08pm until the pump was disconnected from the controller at ~9:54pm on (B)(6) 2021. Additional log file submitted after the controller exchanged contained only a few pulsitile index (pi) events as well as routine power source changes. The pump appears to be operating as intended with no other notable alarms or events recorded. Additional information requested but not provided.